Event description:
The consumer was sitting in the shower when the right front seam of the shower chair allegedly cracked and broke. As she was falling she grabbed the shower curtain and allegedly fell on her back. No serious injury is alleged.

Event description:
The consumer was sitting in the shower when the right front seam of the shower chair allegedly cracked and broke. As she was falling she grabbed the shower curtain and allegedly fell on her back. No serious injury is alleged.

Manufacturer narrative:
The device was photographed by a legal representative for invacare. An evaluation was based on those photos. Evaluation included: model#, serial number, snap pin locations, length of legs in inches from the pin to the bottom of the rubber feet. Rubber foot condition. The 4 snap pins were located 2 snap pins were in the 6 position, 1 snap pin was in the 6.5 position and 1 snap pin was in the 7 position. The leg lengths are approximations based on moderate photograph quality: 2 were 10.25-10.375 inches, 1 was 10.625 inches and 1 was 10.875 inches. The four feet looked acceptable. The 92-6 shower chair warning states [(B)(4) - located on the invacare public website]: "ensure that all four legs are adjusted to the same height". In this case the snap pins and leg heights are not the same. User error is probable.